Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 1,191.2 mcg/day. The reason for use was not reported. It was reported that the pump was flipped in (B)(6) 2017. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the patient being sent to the neurosurgeon for an exam. Interventions/actions that were taken to resolve the issue included the pump being flipped. Surgical intervention did not occur and it was not planned. The issue was resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.